Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reported issue was not resolved with troubleshooting. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: during testing, the display was dim and discolored. Unrelated to the complaint, the battery compartment was cracked. Additionally, the returned battery cap had stripped threads.